Event description:
The customer contact reported inaccurate delivery. During incoming inspection prior to release for clinical use, the customer contact reported inaccurate delivery on channel a. No specific details were provided. Though requested, no add'l info was provided.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. This report represents all the info known by the reporter upon query by hospira personnel.